Manufacturer narrative:
(B)(4). The insulin pump passed the self test. Insulin flow blocked alarm occurred during priming due to moisture damage on the motor. Moisture damage was also found on the electronic assembly during visual inspection. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarm. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm and the troubleshooting was declined. No harm requiring medical intervention was reported. The device will be returned for analysis.